Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a faulty battery state was identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the battery door was missing, the air-in-line detector (aild) was indented, and a pin was stuck in the remote dose port. The reported issue was confirmed; however, the probable cause was attributed to a faulty battery state/system fault. The pcba was replaced, and a power-up test was performed, which resolved the issue. Upon further investigation, it was identified that the battery door was missing, the aild was indented, and the downstream occlusion (dso) sensor was not functioning properly. The battery door, aild, and dso sensor were replaced. Performance verification testing (pvt) was performed, and the unit passed all testing criteria. The software was updated.

Event description:
It was reported that during testing, the pump failed to connect with wi-fi. Upon further investigation, it was identified that the air-in-line detector (aild) and downstream occlusion (dso) sensor were not functioning properly. This malfunction makes the event reportable. There are no patient involvement and no adverse event reported.